Event description:
Additional information was received that the patient underwent a generator and lead replacement surgery (B)(6) 2015 due to prophylactic generator replacement and low impedance. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
It was reported that device diagnostics resulted in low impedance. The patient was scheduled for revision surgery. X-ray were not taken. There was no patient manipulation or trauma that is believed to have caused or contributed to the low impedance. The physician reported that the patient is possibly experiencing an increase/change in seizures. The generator was not programmed off after observing the low impedance. Clinic notes dated (B)(6) 2015 note that the patient's seizures have been harder. The patient's mother reported that the patient has not experienced myoclonic seizures in a while, but that the mother is noticing them again. The patient experiences more seizures, the more she is up and not in her wheelchair. No known surgical interventions have been performed to date.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report inadvertently did not check this field. Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not check this field.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.